Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillator lead system was oversensing, which could be recreated with pocket manipulation. The patient's defibrillation thresholds had increased and it was reported that x-rays of the implant noted the lead was dislodged from the apex. The physician suspected the increase in thresholds was caused by the lead dislodgement and the oversensing was possibly due to a lead fracture. An invasive procedure was performed to evaluate the lead. During threshold testing the patient was induced into ventricular fibrillation and the ICD delivered shock therapy three times without conversion. The ICD charged for the fourth shock and an error message appeared that indicated the ICD had undergone a reset. The patient was externally rescued. The ICD was removed and the lead was capped.